Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: a free-flow leak of the aff valve occurred on three pump sets. Two of them have been discarded and only one sample will be returned for the investigation.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was returned for the evaluation. The sample was evaluated by fitting the pump with pumping tester. The testing result found a free-flow leak of the aff valve occurred on the pump set, as the aff valve was not set in a normal position. Therefore, the reported condition is confirmed. The manufacturing site has determined that the issue came from the material part (pumping section) of aff valve wrong position, which affect the pump set is not able to be attached properly to the pump and the main door on the pump is unable to close. As part of continuous improvements, a corrective action and preventive action (CAPA) has been opened to determine the effective solutions to prevent re-occurrence of this reported issue. The root cause and the action plan will be documented through formal investigation.